Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which depict an instrument with hemogard closures lying on the base of the instrument. A total of 100 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes with no issues identified. Additionally, 10 retained samples underwent functional tests, with all weights being within specification limits. There were no issues with the hemogard closure assembly being loose or separating during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the cap fell off of three (3) tubes and caused the sample to spill out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the cap fell off of three (3) tubes and caused the sample to spill out. No adverse impact was reported regarding the patient or user.